Event description:
The nurse alleged the pca heard a noise from pt's room, checked on pt and found the pt on the floor. The rn's helped the pt back into the bed and checked vitals. The pt was taken to x-ray and found the pt had a fractured left femur. The nurse stated all of the siderails were up and the alarm was on, but it did not go off.

Manufacturer narrative:
The technician checked the functions of the bed and could not duplicate the alleged malfunction.